Manufacturer narrative:
The investigation has confirmed there is a software issue with the cobas infinity. It was determined the issue to be caused by a timing issue. The automatic validation is faster than the calculation of the result status indicating the sample is hemolyzed, which would have prevented the automatic validation of the result. The timing issue will only arise if the following circumstances concur: the customer is using automatic validation, with criteria defined to block results with alarms. The automatic validation process execution is faster than the alarm calculation process.

Manufacturer narrative:
Other text: na.

Event description:
The initial reporter stated there was an issue with the cobas infinity software. Results flagged for hemolysis were released outside of the laboratory, but should have been held in the cobas infinity software. The reporter stated the issue occurred with six patient samples. An example for one patient sample was provided. A hemolytic patient sample was tested for troponin t on an analyzer and the result was 0.004 ng/ml. The result from the analyzer indicated the sample was hemolytic. When the result was received by the cobas infinity software, it converted the troponin t value to < 0.010 and released this value outside of the laboratory before completion of the rule engine that designates the sample as hemolyzed. The cobas infinity software should have blocked the result from being released and sent a flag of "guh" to the customer's host system, which indicates "no result - hemolytic sample". The reporter indicated the rule in the cobas infinity software was working correctly, but not executed in a timely manner, allowing the result to be released to the customer's host system before the hemolysis flagging could trigger.